Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309101, lot# 60066921, product type screening device.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial patient. It was reported that the lead broke at the site of insertion to the external battery cable. Medical assistant was placing the left side lead in the white connection of the external end connection, and the lead broke in half. The other cable with the grounding pad was used and the right lead was placed and only one side was being tested. It was noted that the issue resolved. No symptoms or further complications were reported.